Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was placed on a charger to charge. Eventually, the charging light changed to solid green, and the handle was removed from the charger. The handle then initialized and the screen turned on, the piezo sounded, but the motor test failed. It was noted that the handle was running 29.3.2 software. The handle had 245 of 300 procedures remaining. It was reported that the display screen turned off unexpectedly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the motor stalled. The handle was disassembled and the motor controller was found to be electrically non-functional. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was no display when the handle was taken off the charger. There was no patient involved. Medtronic's initial evaluation of the incident device found the motor controller was found to be electrically non-functional. The screen turned on, the piezo sounded, but the motor test failed.